Event description:
It was reported to philips that the device reported battery calibration needed. There was no patient involvement.

Manufacturer narrative:
It was reported to philips that the device reported battery calibration recommended. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer was informed that the battery calibration should be done by the user as indicated in the user manual. Upon conclusion of the evaluation, it was determined that the calibration needed to be completed by the customer. If the calibration does not pass the battery will need to be replaced. The customer has ordered a battery in case it is needed. The device remains at the customer site and no further evaluation is required at this time.